Event description:
Information was received indicating that the cadd administration set leaked. It was reported that the registered nurse noticed the leakage of the chemotherapy as the medication leaked in to the tubing. The allegation is that the anti-siphon didn't work. There was no reported injury to the patient.